Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers were popping out more than the selected amount. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was opening multiple drawers when accessing one. A field service engineer (fse) disconnected all mini drawers and methodically checked each one to identify the failing drawer engine. During troubleshooting, fse determined that drawer 1.10 was causing the other drawers to fail. Fse replaced the mini engine for drawer 1.10, tested the drawer using the hardware test application, and then restarted the station to confirm normal operation. The system functioned as intended after the field service engineer repaired the device.